Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws were smoking and continued to smoke after the toggle switch was released. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was dislodged from the tip of the hot jaw and was potentially lifted. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. No smoke was observed after device deactivation. The device was tested for deactivation with the tool inserted into a reference cannula with the shaft flexed at angles of 15, 25, 35 and 45 degrees. The device passed the test. Based upon the eval results: the reported complaint for the device smoking, even after releasing the toggle, could not be confirmed; however, the complaint is being confirmed for the dislodged heater wire. (B)(4).